Manufacturer narrative:
H10: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump would lock up and turn completely black in the middle of an infusion (infusion would also stop). An error message would also show up showing the error message 222. There was no report of patient injury or medical intervention associated with this event. No additional information is available.